Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump wont stop power cycling. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of won't stop power cycling was reproduced. The evaluator found the pump unable to power up completely. The reported condition was verified. The cause of the condition was determined to be the failed processor board. The processor board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.